Event description:
This complaint is not reportable based on the analysis. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The target lesion was located in the severely tortuous, severly calcified, 90% stenosed lad (left anterior descending). Access was obtained through the radial artery. The procedure was completed using balloon angioplasty. No pt complications were reported. The pt condition was reported to be good. However, the returned product confirmed that there was stent damage.

Manufacturer narrative:
The device was returned for analysis. Visual examination revealed distal stent damage. Some of the struts were crushed. The damage was found at approximately 4mm and 5mm from the distal edge of the stent. No kinks or damage was found along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of this event is operational context.